Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet following an improper supply change performed outside of the ilet workflow, and the user subsequently requested to return the device; the device continued to issue high glucose alerts and the user remained on therapy until a replacement therapy was arranged. Symptoms included elevated blood glucose up to 500 mg/dl without ketone testing and without acute clinical sequelae. Outcomes included the use of subcutaneous insulin by pen as backup therapy and no medical intervention or hospitalization. Investigation included internal case review and coordination with the healthcare provider and field team regarding user handling and device operation. Investigation of this case revealed user handling outside of prescribed procedures as a plausible contributor to hyperglycemia, with no evidence of device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to limited evidence of a device-related failure combined with user procedural deviation.